Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "failure code 35". This condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "failure code 35" was confirmed by baxter personnel. The root cause of this condition was determined to be the user inadvertently pressed keypad for more than 40 seconds causing the alarm. The keypad was tested and it was found to be in good physical condition. Also the device was turned off and back on and failure code f-35 does not recured. Since the device was in good working condition no repairs were made to address the reported condition. Should additional information be received a follow-up medwatch will be submitted.